Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
Medtronic received information that, while outside of a procedure, the image quality from the imaging system was intermittently outside of desired values. It was noted that the issue was with 2d image acquisitions and not 3d image acquisitions. There was no patient present when this issue was identified. No additional information was provided.